Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device record and raw material history files for the reported lot number 0001574031 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. H10: investigation summary: the physical sample was not return for evaluation. Three photos were received from customer and reviewed. During the photo review process, a visual inspection was performed to the provided pictures. The first and second pictures showed the pleurx 1000ml package, in where no visible defects were observed. The third picture showed the header bag package, in where a small hole was observed close to the top. Therefore, the results of the investigation confirmed the hole in primary packaging failure. A probable root cause cannot be established based on the available information since during the analysis performed no issues were found. H10: e4 (FDA notified), g4 (date received by manufacturer), g7 (type of report - follow up# 1), h2 (correction and additional information), h6 (annex g ¿ component code). H11: d1 (brand name), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon receiving the device, the primary packaging was identified damaged with a hole. There was no patient contact.

Event description:
It was reported that upon receiving the device, the primary packaging was identified damaged with a hole. There was no patient contact. During the inspection of import bd-051, a unit of item: c08291 from lot: 0001574031 was identified with damage to the primary packaging. Additional information received on 17feb 2025: has anvisa been notified? If so, what was the notification number? No. For sample collection and replacement, please inform. Name of organization: (B)(6). Cnpj number: (B)(4). Icms taxpayer (yes/no) yes. If icms taxpayer, issuer of invoice (yes/no) yes. Product purchase invoice number. (B)(4). Sector/department quality. How many units are available for collection. This is only 1 unit. Please, do you cover the cost of shipping in this case?

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return; however, photos were provided for review. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.